Event description:
The following information was reported to gore: on (B)(6) 2026, the patient underwent emergency endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder®aaa endoprosthesis devices. On an unknown date in 2026, during a postoperative follow-up examination, a proximal type I endoleak was identified. On (B)(6) 2026, reintervention was performed. Angiography also revealed a distal type I endoleak from the right distal site. To treat the proximal type I endoleak, an aortic extender was additionally deployed proximally. To treat the right distal type I endoleak, an additional limb extension was implanted distally. Final angiography confirmed a slight residual proximal type I endoleak and a type ii endoleak. No further intervention was performed and the procedure was completed.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.